Manufacturer narrative:
Please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The short attachment device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment. During repair it was observed that the bearings are worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment, not allowing the cutter to pass through, this failure was caused by worn out bearings. It was further determined that the root cause of the worn out bearings was component damage due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition was confirmed. It was determined that the reported condition was due to be improper construction and design. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the short attachment device bearings were damaged. It was noted that the ball bearing fell apart, missing balls, the cage was not present, and the extension sleeve was damaged. It was also noted that the device failed pre-repair diagnostic tests for cutter insertion and temperature. It was noted in the service order that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.